Manufacturer narrative:
Regulatory assessment for reporting complete.  With current information, this report of handpiece did not deliver ultrasound during surgery meets criteria for reporting based on applicable medical device regulations. Exemptions may apply nbrown. The manufacturer internal reference number is: 2019-50097.

Event description:
A customer reported that during a surgical procedure the hand piece did not provide ultrasound. The handpiece had passed the prime/tune. There was no system message displayed. Patient impact was not indicated. Additional information has been requested and received.

Manufacturer narrative:
The customer did not request service for the system. The phaco handpiece was not returned for evaluation. The phacoemulsification handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).